Manufacturer narrative:
Product is scheduled to be returned but have not been received in yet at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed , documented and acted upon as warranted. Manufacturer reference file # (B)(4). No product returned at this time.

Event description:
Customer reported the issue with the belt is the wiring that is connected to the plug. They come loose resulting in either intermittent or no alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.